Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of not recognizing the door, which was reproduced as a door not fully latched alarm. The reported symptom was found to be caused by a missing link screw and a broken upper link switch on the upper auxiliary assembly. The link screws and the upper auxiliary were replaced.

Event description:
It was reported that a spectrum pump "does not recognize a closed door". It was also reported there was no patient involvement.